Event description:
It was reported that during a left hemicolectomy procedure, the arm strongly collided with another arm, triggering an error. To resolve the issue, the team attempted to restart the arm. However, the bipolar fenestrated grasper attached to the arm could not be removed because the tissue was clamped. The instrument was removed using the mechanical release procedure. The sterile interface module (sim) indicated 70% remaining life; however, it was replaced with a new sim. There was no failure associated with the sim. The arm was restarted which resolved the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: mrasa0003 sn: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.